Event description:
Knee revision surgery. Components explanted are unk.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.